Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The electrograms had wandering baselines. Testing found noise in all three sensing vectors. Technical services advised to check the system for migration and connections. There were no additional adverse patient effects. The system remains implanted.